Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in intraoral region #11, its non-osseointegration was observed. The 40 ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii, fenestration occurred during surgery and bone graft was executed.